Event description:
On (B)(6) 2021 it was reported that the procedure was delayed 0.50 minutes, however, the procedure was completed successfully.

Manufacturer narrative:
The following sections were updated in follow-up 1. One 7f 13cm sheath was returned from the customer. No blood was found inside or outside of the sheath. The sheath was returned in two pieces. Upon returned evaluation, it was found that the sheath did not peel properly. It was observed that the hub broke normally and the sheath peeled immediately and under the hub was smooth. Sheath peeled on the sideport side and was smooth under the hub and deviated from the score line at 3cm and zagged peel was observed. Sheath peeled on the non sideport side and was smooth under the hub and jagged peel was observed at approximately 4cm. Upon returned product evaluation, it was found that the sheath did not peel properly along the score line. Root cause could not be determined. However, probable root cause is due to irregular and thick sheath score lines manufactured at the extrusion process. DHR's were reviewed and no manufacturing defects were found. Per procedure for adelante s2s introducer sheath in-process and final inspections, ensures sheaths are inspected for visual, dimensional, and peel functional compliance. Destructive testing sampling plan ansi z 1.4, special level IV, and aql 1.0 reduced. Manually break the sheath and hub and verify that the seals split easily without extreme elongation. Also verify that the split cap and seals remain secure and do not break free or loosen from the sheath hub. A) manually peel the sheath and verify the sheath peels easily along the sheath body and tip. Per procedure for adelante, adelante-s and adelante-s2 sheath extrusion select the extrusion tooling (pin/die) for the part to be extruded. Prior to installing the tooling, measure and inspect the tooling to ensure its suitability for use. Document tooling measurement and condition. Refer to examples of worn/damaged tooling. For the two score line model sheath tubes: perform spc charting on the peel strength and critical dimensions. This is to be performed on every 100th extruded sheath. Measure the peel strength of the extruded sheath per procedure. Measure dimensions a-f using the vertex or optical comparator and the laser micrometer for the ovality. Peel test results and dimensional measurements are to be recorded in the extrusion spc data collection sheet. The spc data collection sheet is to be saved under each work order number in the appropriate folder. Per procedure (IFU, adelante safesheath ii): flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. No further follow-up is required. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported introducer sheath broke off while trying to peel. Physician finished remainder of peel with hemostat on the broken side of the introducer. No patient harm reported.